Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However during inflation, the balloon ruptured. No balloon fragment was left inside the patient's body. The procedure was completed with a different device. There were no patient complications reported.